Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that a burr was stuck in the lesion. The 30mm in length, 3.0mm to 3.25mm in diameter, 90% stenosed target lesion was located in the moderately tortuous and severely calcified middle of left anterior descending (lad) artery on the distal side of the a 3.00mm unspecified previously implanted stent. A 2.00mm rotalink¿ plus was selected to treat the lesion. During procedure, the burr was delivered and went over the implanted stent at 180,000rpm rotation; however, when the burr came in contact with the target lesion, the burr stopped rotating and the stall light illuminated. The burr was also unable to advance further to the target lesion. It was also observed that the burr was trapped in the calcified lesion and could not be pulled nor rotated. The physician cut the rotablator at the advancer connection with careful attention not to separate the guidewire inside the patient. Through the shaft of the rotablator, the physician inserted a non bsc guide catheter and was advanced to the point where the device was trapped. The devices were then removed from the patient and completed the procedure with a different device. There were no patient complications reported and the patient's condition was good.

Event description:
It was reported that a burr was stuck in the lesion. The 30mm in length, 3.0mm to 3.25mm in diameter, 90% stenosed target lesion was located in the moderately tortuous and severely calcified middle of left anterior descending (lad) artery on the distal side of the a 3.00mm unspecified previously implanted stent. A 2.00mm rotalink¿ plus was selected to treat the lesion. During procedure, the burr was delivered and went over the implanted stent at 180,000rpm rotation; however, when the burr came in contact with the target lesion, the burr stopped rotating and the stall light illuminated. The burr was also unable to advance further to the target lesion. It was also observed that the burr was trapped in the calcified lesion and could not be pulled nor rotated. The physician cut the rotablator at the advancer connection with careful attention not to separate the guidewire inside the patient. Through the shaft of the rotablator, the physician inserted a non bsc guide catheter and was advanced to the point where the device was trapped. The devices were then removed from the patient and completed the procedure with a different device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The advancer unit was returned connected to the catheter handshake connection; however, the catheter drive shaft was cut from the proximal catheter and was not returned for evaluation. The advancer knob was locked upon return in a backward position; it was loosened and advanced in order to inspect the advancer handshake connection. The handshake connection of the advancer unit was inspected and no damage was noted. The advancer unit was wet tested and was observed that the device unit did not reach any speed as the turbine would not rotate. The device was dismantled and a melted ultem & a corroded turbine were noted. The device showed signs of corrosion in the turbine. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer¿. (B)(4).